Event description:
It was reported that during the implant procedure, the lead/lead adaptor screw had broken on the third attempt. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted. Upon inspection, it was noted that the distal conductor of the lead was distorted. Upon visual inspection, it was noted that the lead was diformation/fracture within 5cm of the innner coil.